Event description:
Medtronic received information from a journal article that discussed options for intervention to resolve failing homografts and stentless aortic valves, including medtronic freestyle aortic root bioprostheses. The article was based on a retrospective review of a single surgeon¿s experience of two techniques (aortic root replacement or valve-in-valve procedures) over a 10-year period from 2000 to 2010. The article discussed the three defined mode categories of stentless valve failure, but did not associate any of the particular failure modes with a specific medtronic device. Various replacement devices from different manufacturers, including medtronic, were used in the reoperations. The reoperations were performed via re-do median sternotomy. Excluding cases of active endocarditis, 110 patients were identified, of which 65 underwent ¿valve-in-valve¿ procedures (¿group a¿) and 45 had redo root replacement (¿group b¿). The post-operative complications and outcomes listed in the article were procedure-related and, with limited exceptions, not associated with any particular manufacturer¿s device: unspecified complications, bleeding/tamponade, respiratory complications, pleural effusions, acute pacemaker implant, ischemia treated with a pci/pci stent, acute use of intra-aortic balloon pumps, acute use of ventricular assist devices, acute renal failure, neurological complications or cerebral vascular accidents. The reported subsequent post-operative re-interventions and deaths did not include a medtronic freestyle device; an aortic valve re- intervention was performed due to a mosaic valve that exhibited unspecified structural valve degeneration after 9.6 years. The article indicated that the mosaic valve had been implanted valve-in-valve, and a re-operation was required due to severe aortic regurgitation. The procedure was successful with no post-operative complications reported. That complaint is being separately reported. The article noted a previously published journal article that discussed reoperations that include freestyle model devices (borger et. Al.; stentless aortic valve reoperations: a surgical challenge). That complaint is being separately reported. Another cited journal article discussed types of structural valve degeneration with explanted freestyle valves (nair et. Al.; charac terizing the inflammatory reaction in explanted medtronic freestyle stentless porcine aortic bioprosthesis over a 6-year period). Maude regulatory report 2025587-2014-00863 was previously filed in regard to that article.

Manufacturer narrative:
Based on the content of the article, there was no information as to which devices were associated with any of the adverse events. A device history records review could not be performed as the serial numbers were not provided. With the limited information received, a root cause of the adverse events could not be determined.

Manufacturer narrative:
Without device-identifying information, it could not be determined if previous reports had been submitted, or if explanted devices had previously been returned for analysis; also, as a result of the lack of device information, the following codes reflect the clinical observations of all devices included in the study. A supplemental report will be filed if additional information is received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.